Event description:
According to the reporter, during a laparoscopic right hemi hepatectomy, in closing and detaching the right hepatic vein, after closing and entering the trocar, the jaws of the device could not be opened. After removing the device from the trocar, the user tried to open the jaws, but it still could not be opened. Additionally, the device could not be removed. To resolve the issue, a new handle and reload were used. There was no patient injury.

Manufacturer narrative:
D10. Concomitant product: egiaustnd endogia ultra univ std stap (lot p1k1241s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.